Manufacturer narrative:
Product was received by zimmer biomet for investigation. Root cause attributed to the scope not being restrained in the packaging. Review of complaint history found additional complaints with this same issue that have been addressed in (B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that prior to a diagnostic knee scope on (B)(6) 2015, the scope was noticed as having punctured the inner sterile packaging and therefore was not opened or used. Another scope was used to for the procedure.